Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The patient's blood glucose (bg) levels were reported as 400 mg/dl for 4 to 5 days without signs or symptoms of hyperglycemia. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient reportedly changed the infusion site/set, vial of insulin, and confirmed the settings and insulin totals were correct. The patient's health care provider (hcp) advised the patient to change out the pump. This complaint is being reported due to the allegation by the hcp of a non-specific pump malfunction.

Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: during investigation, the pump history was reviewed and showed that the delivered boluses and basal amounts added up correctly to equal the total daily insulin delivery rate which was programmed by the user. There were no errors or alarms related to the complaint in the black box or alarm history. During testing, the pump successfully completed 29 hour flow accuracy test and was found to be delivering within the required range. Unrelated to the complaint, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the printed circuit board was leaking. The issue of inaccurate delivery of insulin was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.